Event description:
The catheter was inserted in 2005 and removed 17 days later. Pericardial effusion was noted in the pt that was not near the catheter. Pleural effusion was also found around the catheter. The pt is stable with no adverse affects. The reporter stated that there were no indications that the catheter was involved in this incident.